Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that device was in overdischarge due to patient non-compliance.  Attempted jumpstart multiple times but unable to initiate charging session the issue was not resolved. Patient is wanting replacement. Surgical intervention was planned but not scheduled.